Manufacturer narrative:
It was reported that the tidal volume was low. Per good faith effort (gfe) response received on (B)(6) 2025, the customer's hospital equipment department "repaired" the flow sensor assembly. The customer's hospital equipment department "repaired" the flow sensor assembly to resolve the reported issue. The device passed required performance verification tests per philips standards and was returned to service. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Manufacturer narrative:
E1: reporting institution name: (B)(6).

Event description:
Philips received a complaint by the customer on the v60 indicating that the tidal volume was low. The device was in use on a patient at the time of the reported issue was discovered; however, there was no harm to the patient or user. It was reported that the tidal volume was low. This investigation is ongoing.